Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. The cable from the dn to rear cable was severed from the rear 1 therapy electrode. The root cause for the damaged belt was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.